Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient described the rash as red, itchy, and blotchy. There was no alleged device malfunction contributing to the irritation. Daughter reported a doctor advised to remove the lifevest while the patient was in the hospital. Follow up indicated that the rash has improved. Reporting out of abundance of caution.